Event description:
Customer reported that summit delivered a low level of sample to position 1 of a microwell plate on three separate occasions. No error was generated by the summit. No death or serious injury was associated with this incident.